Manufacturer narrative:
A visual assessment of the returned cervical plate identified that several of the locking arms were damaged and misshaped. One superior/inferior locking arm and the two middle locking arms were bent in a manner that would not allow them to effectively retain implant screws after being placed. A functionality assessment was not performed due to the damaged condition of the returned cervical plate, which was removed from distributable inventory. A DHR review was performed for the implant complaint lot and there were no manufacturing anomalies identified. The device lot met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since 9/10/2020. It is unknown how the cervical plate was damaged. The cervical plate was inspected prior to distribution from the manufacturer and was in appropriate condidtion to function as intended. It may be possible for the locking arms of a cervical plate to not lock correctly if the locking arms of the implant were damaged. The locking arms of a cervical plate could be damaged if they were impacted or otherwise misshaped during placement. It may be possible to damage the locking arms of a cervical plate during placement if the fixation pins were not oriented with flat portions medial and lateral, or if the locking arms were damaged removing the fixation pins. There have not been any other complaints of similar nature in the past 12 months. The manufacturer will continue to monitor this product family for complaints from the field.

Event description:
The manufacturer was made aware of a product complaint on 2/03/2023. It was reported that the locking arms of a cervical plate would not effectively lock implant screws and was requested to be returned to the manufacturer for assessment. An RMA number was issued for return of the complaint implant, which was received at the manufacturer for assessment on 2/15/2023.